Event description:
It was reported that during a left sided atrial flutter case, a pericardia effusion was noticed. Caller reported the patient's pressure dropped. Then the pericardia effusion was confirmed by intracardiac echocardiogram. Caller reported that the medical intervention provided was a pericardiocentesis and just under 1000cc of fluid was removed. The patient was reported to be in stable condition. Additional information was received on 02/06/2018: the physician's opinion regarding the cause of the adverse event is that it was procedure - related to the transseptal puncture with the baylis medical nrg transseptal needle and patient condition-related (thick septum). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).